Event description:
Based on the attorney's report: (B)(6) 2010 - hernia repair with bard perfix plug. On (B)(6) 2010 - perfix plug explanted. Plug alleged to have prevented blood flow to pt's testicle. Blood flow improved upon explant. Pt reported to have suffered permanent damage, sterility, disability, disfigurement, deterioration or disease.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been received, no lot numbers have been provided and no product has been returned for eval. With the info provided, no conclusion can be drawn. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date.